Event description:
It was reported that infusion set cannula was bent and patient was admitted to hospital with diabetic ketoacidosis (dka) and high blood glucose levels and was treated with intravenous (IV) insulin and pen on (B)(6) 2026. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.